Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent a lumbar fusion surgery at l5-s1 in which a peek cage and rhbmp-2/acs were used. Following the surgery, it was reported that the patient experienced pain in his lower back and lower extremities, numbness and tingling, excess bone growth, and impingement on his nerve roots.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented with: herniated intervertebral disk (recurrent)/l5/s1, left; segmental instability, l5/s1. The patient underwent translumbar interbody fusion, l5/s1; unilateral pedicle screw fixation at l5/s1, left. As per-op notes, ¿32*14 mm interbody device was densely packed with autologous bone and bmp and placed at an angle. This was inserted in the disk space and countersunk 3 mm. A 6.5 8 45 mm screw was placed initially in the pedicle of s1 and subsequently l5. Compression was applied and a 30 mm rod was fixated.¿ the patient was taken to recovery in satisfactory condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.